Event description:
The following has been reported: "summary of event; patient receiving quad strength intravenous noradrenaline and vasopressin support to maintain bp. Bp dropping significantly went to titrate rate of qs noradrenaline noticed the agilia volumetric pump had stopped running-no audible alarm message across screen read "flash memory". Volumetric pump set quickly removed volumetric pump set with the quad strength nor adrenaline infusion was quickly placed into another volumetric pump patient stabilised post this intervention under our internal reporting system we classify this incident as a near miss pending the pump interrogation by fresenius kabi. This was a serious event because the patient was receiving an infusion of IV nor adrenaline to keep their blood pressure stable and within "between the flags' (btf) criteria. This was a critical care patient in the ICU. The patients' blood pressure started to decrease because they were not receiving the continuous IV nor adrenaline infusion. Nor adrenaline is classified as a time critical IV medication. Decreased bp to low levels outside of the patients determined btf criteria can lead to death. Had the rn not quickly removed the infusion of the IV nor adrenaline from the faulty pump, and quickly inserted into a new pump, programmed the pump as per prescription -the patients bp would have continued to decrease until unsafe parameters. Because of this action, nil further harm to the patient occurred." Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and several technical errors were found which confirms the reported event. The reported device was not returned to brézins for investigation but repairs were performed locally. Although the unexpected stop during infusion due to the triggering of the technical error 11 (flash memory) is confirmed, this event was due to the device being dropped, as mentioned in the local repairs report. This was also confirmed by our investigator after provided photos analysis, where it clearly shows: a broken door due to a fall (leading to technical error 33 (timekeeper) and 24 (unclamping)), and shock traces on motor and component flash ram (leading to technical error 11). With available evidences, the event is linked to usability, the device having been used despite a fall or a shock. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.